Event description:
It was reported that there was a connection issue between the homechoice cassette and minicap transfer set. The patient line of the cassette came loose from the transfer set. This occurred during setup and preparation for peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.